Manufacturer narrative:
(B)(4). This lot was manufactured from june 7, 2015 to june 9, 2015. Evaluation summary: the device was received for evaluation. A visual inspection identified cracks at the fillport. The device was filled with fluid and was found to leak from the fillport. The cause of the cracks could not be determined. A CAPA has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that solution backflowed from the fill port of a small volume infusor during filling. The device was being filled with saline and fluorouracil. There was no patient involvement. No additional information is available.